Event description:
The doctor reported the implant was removed due to loss of osseointegration after 1 year, approximately 8 years and 5 months after implant placement. The x-ray was provided. The bone quality was type iii. The oral hygiene around implant site was moderate. Peri-implantitis was observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient needs another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.